Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there was no response to magnet application and communication could not be established. High power visual inspection of the device noted several electrode marks and at lead one arc mark with two other possible arc mark spots. The device case was opened for internal visual inspection which identified electrical overstress damage to the device circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged by a shock that was shorted to the device case.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had a medical resonance imaging (MRI) without this device being programmed to MRI mode. Device interrogation was reported to be unsuccessful despite extensive troubleshooting. The device was explanted. No additional adverse patient effects were reported.